Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and motor test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads, a cracked display window, cracked case at the display window corners, a cracked reservoir tube lip, a scratched reservoir tube window and a shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. Nothing further was reported.